Event description:
According to a laantern ae form, it was reported that a patient experienced increased dysarthria and aphasia post-litt. Intervention included hospitalization (B)(6) 2019. The event was indicated as ongoing at study exit on (B)(6) 2019 (post-op day 73).

Manufacturer narrative:
Sensory, cognitive, or motor deficits are documented perioperative risks for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files.